Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws on the medium-large clip applier instrument would not close to engage the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon tried to close the jaws, and they would not close. Medium-large hem-o-lok clips were used for the procedure. The vessel was not larger than what is expected for use in the instructions for use (IFU). A new clip applier instrument was used to resolve the issue.